Manufacturer narrative:
Device code "adverse event (2993)" was erroneously submitted in initial report on (B)(6) 2019.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: autoimmune disorder manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast surgery with two unknown gel implants experienced pain in joints, headaches, fatigue, hashimoto¿s thyroiditis, thalassemia, anxiety, depression, panic attacks, depression, migraines and thyroid disease post procedure. As a result, patient had an explantation on (B)(6) 2019. Moreover, patient stated that there was a small leakage from the implant around the sealed area where the saline was inserted. This medwatch form is for the right breast prosthesis. See 1645337-2019-18082 for contralateral prosthesis report. This event was previously reported to the FDA by the patient under mw5087688.